Event description:
Customer reportedly received results of 190 mg/dl and 87 mg/dl within 10 minutes on the advantage system. Customer also reportedly received results of 243 mg/dl and 119 mg/dl within 10 minutes on the same advantage system a day later. The customer did not provide the location where the discrepant results were obtained. The discrepant results have been occurring over the last three days. No action was taken based on device results. No adverse event reported. No quality controls used. Requested return of suspect device and replacement was sent. Accu-chek advantage system: meter, comfort curve test strip lot number 2030381, expiration date 04/30/2008.

Manufacturer narrative:
The suspect product is the comfort curve test strips.